Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 during use, the 5mm x 60mm x120cm smart flex vascular ses (self-expanding stent) delivery system had failed to deploy as the stent stuck to the wire (unknown) and the sds could be advance nor withdrawn. After applying more pressure, the sds snapped. The sds was removed by removing the wire. The sds was flushed and prepped as usual, and the wire or sheath were not damaged or kinked so as to constrain it. One unknown was previously implanted through a 6f cordis sheath over the bifurcation. On advancing the device, it went over the wire nicely then it stopped and was stuck. The device could then neither advance nor withdraw back. Eventually on tugging it, the delivery system snapped. I removed it on the wire so your team can probably check that. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of ¿smart flex 5x60 vas 120cm¿ was received inside of a clear plastic bag. The returned part was unpacked to proceed with the product evaluation. The unit was returned with an unknown guidewire inserted inside the device. The guidewire was attempted to be removed but it was strongly stuck inside the lumen. An inner lumen segment of 70 cm was observed withdrawn/dissembled from the device. The inner lumen presents an accordioned condition. The stent was still mounted inside the device not deployed. The hemostasis valve was received tight closed. The push rod presents a bent condition. No other damages or anomalies were observed on the inspected product. Functional analysis could not be performed properly due to the unknown guide wire was stuck inside the inner lumen. However, a segment with an area without accordioned condition was cut. A lab sample guidewire of the appropriate size was inserted/withdrawn into the segment and the resistance was felt only on the accordioned section. The stent was manually deployed to be inspected and no damages or anomalies were observed. Dimensional analysis was performed to verify the inner diameter (ID) of the wire lumen. Measurements were taken at both sides of the cutting segment and dimensional analysis results were found within specification. A product history record (phr) review of lot 237223 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen (inner shaft resistance/friction - in patient¿ was confirmed. However, the insertion/withdrawn test failed only on the accordioned areas. On the zones free of damage, no resistance was felt. The reported ¿stent delivery system (sds)-ses~ separated - in patient¿ was not confirmed. The stent was manually deployed, and no separated condition was observed on it. The exact cause of the damages observed on the product could not be conclusively determined during the product analysis. Procedural or handling factors such as the user¿s interaction with the device and vessel characteristics (although unknown) may have contributed to the conditions observed on the returned product. According to the safety information in the instructions for use, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prior to stent deployment, remove all slack from the catheter delivery system.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This report was generated in error and due to the system limitation; a report was submitted. We are still pending the engineering report and it will be submitted 30 days upon recent.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the 5mm x 60mm x120cm smart flex vascular ses (self-expanding stent) delivery system has failed to deploy as the stent stuck to the wire (unknown) and the sds could be advance nor withdrawal. After applying more pressure, the sds snapped. There was no reported patient injury. The sds was removed by removing the wire. The sds was flushed and prepped as usual and the wire or sheath were not damaged or kinked so as to constrain it. One unknown was previously implanted through a 6f cordis sheath over the bifurcation. On advancing this stent, it went over the wire nicely then it stopped and was stuck. The stent could then neither advance nor withdrawal back. Eventually on tugging it, the delivery system snapped. I removed it on the wire so your team can probably check that. The device is expected to be returned for analysis. No other information was provided.